Event description:
It was reported that a signal artifact monitor event and a non sustained ventricular tachycardia episode had been stored around the same time. The caller stated noise was present which resembled electromagnetic interference. A boston scientific technical services consultant reviewed the events and discussed it looked like oversensing of minute ventilation. The consultant discussed that there were impedance jumps that started around the timeframe of these episodes. No out of range impedance measurements were identified and threshold measurements were stable. The consultant recommended leaving minute ventilation off and continue monitoring the patient. No adverse patient effects were reported. Additional information reported that this single chamber pacemaker system exhibited 2-3 seconds of right ventricular (rv) lead pacing inhibition and possible myopotential noise. A rv lead safety switch (lss) was triggered due to high, out-of-range pace impedance measurements greater than 2,000 ohms. Review of rv pace impedance trends showed variable measurements dating back to 2021, which had remained within range until recent measurement of 2,760 ohms. It was noted that the patient was pacer dependent, and the underlying rhythm was 37 beats per minute (bpm). Device testing via isometrics and pocket manipulations did not reproduce out of range impedance measurements. The health care professional (hcp) also wanted to increase sensitivity to 8 due some intrinsic amplitude measurements near 6 mv and competitive pacing concerns, but decided to change sensitivity to 4. The plan was to leave minute ventilation (mv) off, as it was likely to be disabled again. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that a signal artifact monitor event and a non-sustained ventricular tachycardia episode had been stored around the same time. The caller stated noise was present which resembled electromagnetic interference. A boston scientific technical services consultant reviewed the events and discussed it looked like oversensing of minute ventilation. The consultant discussed that there were impedance jumps that started around the timeframe of these episodes. No out-of-range impedance measurements were identified and threshold measurements were stable. The consultant recommended leaving minute ventilation off and continue monitoring the patient. No adverse patient effects were reported. Additional information reported that this single chamber pacemaker system exhibited 2-3 seconds of right ventricular (rv) lead pacing inhibition and possible myopotential noise. A rv lead safety switch (lss) was triggered due to high, out-of-range pace impedance measurements greater than 2,000 ohms. Review of rv pace impedance trends showed variable measurements dating back to 2021, which had remained within range until recent measurement of 2,760 ohms. It was noted that the patient was pacer dependent, and the underlying rhythm was 37 beats per minute (bpm). Device testing via isometrics and pocket manipulations did not reproduce out of range impedance measurements. The health care professional (hcp) also wanted to increase sensitivity to 8 due some intrinsic amplitude measurements near 6 mv and competitive pacing concerns but decided to change sensitivity to 4. The plan was to leave minute ventilation (mv) off, as it was likely to be disabled again. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a signal artifact monitor event and a non sustained ventricular tachycardia episode had been stored around the same time. The caller stated noise was present which resembled electromagnetic interference. A boston scientific technical services consultant reviewed the events and discussed it looked like oversensing of minute ventilation. The consultant discussed that there were impedance jumps that started around the timeframe of these episodes. No out of range impedance measurements were identified and threshold measurements were stable. The consultant recommended leaving minute ventilation off and continue monitoring the patient. No adverse patient effects were reported.